Event description:
Doctor had inserted one pedicle screw percutaneously and was attempting to insert the other screw when the percutaneous tower separated from the bone screw. He extracted the tower, then the bone screw and the screw previously placed at the other level. All screws were inserted and the procedure was completed without incidence.